Event description:
Philips received a report where the customer had processed a pt study using the emory cardiac toolbox (ect) 3.2 application on their extended brilliance workspace (ebw) nm processing station to do a viability study comparing a tc-sestamibi cardiac rest to a fdg-pet studies performed on the same pt. The pt study was processed and sent to the reading physician who read it as being abnormal using the ect 3.2 application on the ebw nm processing station. Based on the generated results of the viability study performed using the ect 3.2 application, the pt was scheduled to go for a heart catheterization when the pt study was re-read at the customer site. After re-reading the pt study, the reading physician noticed it was not an abnormal pt study and canceled the heart catheterization for the pt at the customer site.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).